Event description:
The customer was called via phone stated that he had a low blood glucose but not hospitalized. Customer's blood glucose was 50 mg/dl. The customer was treated with orange juice. Customer was advised not to calibrate the sensor after treating for a high or low blood glucose because it may cause further inaccuracies. The customer stated he will use the sensor again in the future. No further assistance requested.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.